Manufacturer narrative:
Qn# (B)(4). The reported complaint of "no ap signal" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ap signal and hemodynamics failed to display". Additional information states "[the user] was unable to zero the ap transducer on the iabp. Pump listed "zero failed, ap signal present". The pump was exchanged for another console to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "ap signal and hemodynamics failed to display". Additional information states "[the user] was unable to zero the ap transducer on the iabp. Pump listed "zero failed, ap signal present". The pump was exchanged for another console to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".